Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed dorado pta dilatation catheter received for evaluation. During visual evaluation, the sample appeared to be clean. Multiple minor kinks were noted throughout the outer packaging. No damage was noted to the inner package and the inner catheter. No breach of sterile barrier was noted. No other anomalies were noted. Therefore, the investigation is confirmed for the reported packaging problem as kink were noted throughout the outer packaging. However, the investigation is unconfirmed for the reported tear, rip or hole in device packaging and device damaged prior to use as no damaged was noted to the inner package and inner catheter. The definitive root cause for the packaging problem, tear, rip or hole in device packaging and device damaged prior to use could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the packaging was allegedly crushed. It was further reported that the product was damaged. Furthermore, the box was allegedly torn on side and bent. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the packaging was allegedly crushed. It was further reported that the product was damaged. Furthermore, the box was allegedly torn on side and bent. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2027) h11: d2b (dqy; lit) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.